Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty filling multiple cartridges with insulin. Reportedly, the customer experienced resistance when filling a cartridge with insulin, and it took few attempts to be able to depress the plunger after insertion of a needle in the fill septum. The customer reported blood glucose level was approximately 500 mg/dl, which was addressed with a bolus via the insulin pump. Recommendation was made to insert the needle roughly 1/4" deep, as multiple insertions of the needle may result in "coring out" of the fill septum, clogging the needle which would prevent the plunger from being depressed easily. The customer acknowledged the information provided and no further assistance was needed.